Event description:
The customer called an ambulance because he was feeling light headed and had difficulty breathing. He took a blood test on the contour meter and the reading was 203mg/dl. Emergency personnel ran a test on their meter and the reading was 650mg/dl. The customer was taken to the hospital and was given insulin injections and insulin drip. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. The customer was advised to return the test strips for evaluation. Replacement test strips and new meter were sent to the customer.